Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had developed a pocket infection. The patient was administered IV antibiotics as well as oral antibiotics as ordered by the hospital. The infection has improved with the treatment and there is no redness, warmth, or active drainage from the pocket. The patient was sent home with instructions to complete the entire course of antibiotics and then come in for a follow up at a later date for evaluation. No interventions were performed or are planned on being performed. No additional adverse patient effects were reported. The s-ICD remains implanted and in service.